Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Customer confirmed speaker failure during routine maintenance.

Event description:
Device is being exchanged for an unknown reason.